Manufacturer narrative:
H6; code 400: damaged firing mechanism. Facility experienced an event with endopath* ets on while performing an unknown procedure. The product complaint analysis team has completed its investigation of the device which was returned to co with product inquiry #974481. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Batch number, k00w98; cartridge pan in place/condition, yes/good; condition of drivers, good; lockout tabs on pan condition, bent and position/condition of wedge sleds, 1/3 fired good. Functional tests & results: condition of clamp first lockout, good; condition of clamping mechanism, good; condition of firing mechanism, broken; condition of knife, good; condition of wedge bands, good and is hyper lockout condition present, no. Analysis conclusion: based upon the info received and the visual examination, it was concluded that the instrument was returned non-functional. The instrument was disassembled and found to have a damaged firing mechanism. No conclusion could be reached as to how this damage occurred. Due to the damaged firing mechanism the instrument may become difficult to release from tissue. The returned cartridge had a bent lockout tab on the pan which indicates that the intrument's firing cycle was interrupted, released, then restarted. When this occurred, the lockout tab on the cartridge became damaged. If the instrument's firing cycle is interrupted, released, then restarted, the cartridge will lockout and a new cartridge should e loaded into the instrument. Each instrument is evaluated during the assembly process to ensure it functions properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.

Event description:
It was reported the tsw35 was used during unk procedures. The staples were not forming correctly and the device was difficult to remove from the tissue. There was bleeding along the staple line. This happened with several devices and reloads. It was reported the surgeon does not remember the specifics. There was no consequence to the pt.